Manufacturer narrative:
This report is for unknown prodisc l polyethylene inlay/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and theinvestigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient declare that his prosthesis is positioned at an angle such an open beak. It then does not the desired mobility. He must do x-rays in different positions to see if it's still moving. The patient always has constantly pain with periods in which the pain is very intense. In (B)(6) 2015, the crisis lasted about a month. In (B)(6) 2015, the crisis lasted 1 month 1/2 and the patient remained lying. He takes anti-inflammatory and analgesic. Status; resolved. The actual complication did not lead to a postoperative re-intervention. Comment from investigator: serious adverse event related to the prodisc l, inlay migration, onset date (B)(6) 2015. No motor or sensitive complications, no sexual or mechanic complications. This complaint involves 3 part. This report is 2 of 3 for (B)(4).